Manufacturer narrative:
Exemption number e2019001. All available information was investigated, and the results of the returned device analysis couldn¿t confirm the reported issue. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have resulted in this incident. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated, and a definitive cause for sleeve steering issue could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the clip delivery system (cds) steering issue. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with grade of 4. The clip delivery system (cds) was inserted into the steerable guide catheter (sgc) and alignment was confirmed to be correct. The cds was advanced towards the mitral valve, there was difficulty steering the cds and the clip would move into the lateral anterior. The knobs were turned and it occurred again. As the there was steering issues, the device was removed. A new cds was used with no issues. Two clips implanted, reducing mr to 1-2. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.